Manufacturer narrative:
Review of complaint activity determined there was increased complaint activity for the likely cause lot 95519ui00. Tracking and trending report review for the architect total b-hcg assay identified a non-statistical trend. Product quality history review for lot 95519ui00 did not identify any issues. Using worldwide field data, the performance of reagent lot 95519ui00 was evaluated. The median result was comparable with all other lots in the field within established baselines. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was provided by the customer.

Event description:
The customer observed a false positive architect total b-hcg result. Sample ID (B)(6) generated 1166.34 miu/ml and upon retest generated negative results (<1.20 miu/ml) and when tested at an alternate facility generated a negative result. The customer further indicated a new sample generated a negative result. No impact to patient management was reported.